Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to include updates to coding and additional manufacturer narratives fields.

Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that pacing impedances on the left ventricular (lv) connected to this device reached greater than 2000 ohms. Episodes of pacemaker mediated tachycardia were also noted. No additional adverse patient effects were reported. The lv lead and this cardiac resynchronization therapy defibrillator (crt-d) remain in service.